Manufacturer narrative:
Information contained in this report was previously submitted through asr on 22/jul/2017. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is deflation. Device evaluation: visual analysis of the returned device identified creases, one curved opening and wear abrasion. A leak test was performed which identified an opening. A microscopic analysis was performed which identified one sharp opening. Fill inspection was performed and identified no blockage was in the valve. Based on the device analysis the final assessment is: one sharp opening assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported a right side deflation and capsular contracture baker grade I-ii. Device has been explanted.